Event description:
Pt became septic following implant and was hospitalized for approx. 2 weeks for IV antibiotic therapy. The device was explanted, and the pt was discharged after the infection was resolved.

Manufacturer narrative:
4/17/1998: g9 - MFR report number has been corrected here and in header on page 1.